Event description:
It was reported that a small volume folfusor did not flow during patient connection. The device contained morphic chlorure. There was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection of the device found no signs of abnormality. Functional testing was performed and evidence of flow was observed at the distal luer. No signs of a flow problem were observed. The reported issue could not be duplicated or confirmed. A review of all batch record documents for lot number 12m056 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.